Event description:
A trilogy 100 ventilator, u.s.a - bt device was returned to the manufacturer for recertification. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device, the service technician confirmed a failed o2 low flow repair test. The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the failed test step. Additionally, the service technician noted damaged feet, damaged cable clamp, missing enclosure gasket; all of which were replaced and installed to address the issues. A repair component was not available, so the device is awaiting component inventory. If any additional information is received regarding the repair, a follow-up report will be filed.